Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Customer alleged that during a previous case, approximately one month after insertion, the arterial component of a merit superhero graft became loose from the adaptor and the venous outflow component position changed. The device cannot be returned, as this was an emergency case. The doctors disposed of it after it was exchanged. The patient remained stable, but emergency treatment was required.